Manufacturer narrative:
Inadvertently submitted device 2 initial report with the incorrect reference and device numbers. Device 3 reference updated.

Event description:
Device 2 of 3. Reference MFR. Report#3006705815-2017-00380, reference MFR. Report#1627487-2017-001921.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#1627487-2017-01921 it was reported the patient is unable to feel therapy utilizing her pns system. Diagnostic testing revealed all 16 contacts measured low impedance values. Reportedly, surgical intervention may be undertaken as the next course of action to address the issue.